Event description:
It was reported that patient presented to clinic after receiving vibratory patient notifier for non-sustained v oversensing. Egms revealed intermittent far p wave oversensing. Programming changes were made. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.